Manufacturer narrative:
Follow-up #1 (B)(6) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use was observed in the black box or download history. A 29 hour flow accuracy test was performed the pump was found to be delivering within the required specifications. During testing the remaining insulin calculation was confirmed to be accurate. No insulin delivery defects were found during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A family member reported that on (B)(6) 2011 the patient was taken to the emergency room (ER) for elevated blood glucose (bg) with vomiting and ketones. She stated that on the evening of (B)(6) 2011, the patient's bg was reading "high" (greater than 600 mg/dl) on the meter and he was (B)(6). She stated that multiple boluses were delivered overnight in an attempt to bring the patient's bg down. The family member reported that on the morning of (B)(6) 2011, the patient's bg was 286 mg/dl with vomiting and ketones. She stated that the patient's bg upon arrival to the ER was 300 mg/dl. The patient was reportedly diagnosed with diabetic ketoacidosis and treated with intravenous fluids and phenergan in the ER. She stated that the patient remained on the pump while in the ER, and was given correction injections for elevated bg. The family member reported that the patient was discharged with bg of 233 mg/dl, and no nausea or vomiting. She stated that the hospital performed a blood test for ketones prior to discharge, which was negative, but an at-home urine ketone test showed large ketones. She stated that the patient's bg at the time of the call to animas customer support (cs) was 253 mg/dl, and urine ketone testing showed medium ketones. She stated that the site/set was changed twice on (B)(6) 2011 and there were no bent cannulas noted. She stated that infusion sites are rotated and denied any scar tissue. She stated that she was able to prime into the air with no issues. A review of the pump indicated that all settings and histories were accurate. The pump history revealed low prime volumes with site/set changes. The family member reported one instance where the rewind step of a cartridge change did not complete properly, and the step had to be repeated. This complaint is being reported based on the patient's alleged hyperglycemic episode while using insulin pump therapy.